Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. However the device was received stuck in the motor error loop during boluse/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. A scratched display was also noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump and the customer was unable to rewind. Customer reported that they received several error alarms on the insulin pump and then the device turned off no power. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.